Manufacturer narrative:
Product event summary:the full lead was returned and analyzed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the connector pin of the attempted implantable pacing lead was bent and spun freely. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.